Event description:
Medtronic received information that during implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, the procedure was planned as a valve-in-valve case within a degenerated non-medtronic surgical valve. The 26 mm valve had a good load and the patient was predilated with a 22 mm balloon. The valve was attempted more than three times with recapturing but was unable to be positioned correctly. The valve was retrieved and a new 29 mm valve was loaded. The 29 mm valve could not be positioned correctly and pulled down. After the second attempt, the valve did not fully open at the outflow cone. The valve was retrieved from the patient and a non-medtronic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed, the device was received via ups in an evolut pro jar filled with clear solution. All leaflets were flexible and intact. Leaflets 1 and 2 were in the closed position with a gap between the free margins. Leaflet 3 appeared partially open. Blood remnants were noted on the top of all commissures, appeared intact. Two bent struts were observed on the outflow crown of the frame on cells c81 and c108. The damage is suggestive of possible frame misalignment during loading process. Due to the received condition, a deployment simulation to evaluate against the alleged event cannot be performed. Image review: intra procedural angio images were provided for review. Patient¿s executive summary was not provided for anatomical review. It was reported that the patient had a 27mm non-medtronic valve, and a 26mm evolut was attempted to be deployed more than three times. Medtronic recommends a maximum of three recaptures at which point the valve and delivery catheter system must be discarded and new sterile components must be used. Of note, the wire used did not seem to match any of the compatible wires below. The valve was eventually discarded and replaced with a 29mm evolut. After reviewing the angio images, it is noticeable that the valve was deployed past the point of no recapture trespassing 80%. Of note, attempting to recapture after the point of no recapture is not recommended. There was visible damage at the level of the outflow of the valve during the final recapture. The valve was successfully recaptured; however, there was visible damage to the capsule. The valve and delivery catheter system were discarded, and a non-medtronic valve was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.